Event description:
In this event, it was alleged that a pt required endodontic therapy after placement and subsequent failure of a restoration using surefire sdr flow. No further info is expected.

Manufacturer narrative:
While it is possible that other factors may have contributed to the issue including, but not limited to the products utilized in addition to the surefil in completing the adhesive-based restorative procedure, without additional info it is impossible to ascertain whether the failure was caused by the surefil alone or at all. Because a serious injury resulted, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.